Event description:
It was reported that there were scale marking issues with a bd syringe 10ml s/t 200 s/c. The following information was provided by the initial reporter: it is reported that there are scale marking issues on two syringes.

Manufacturer narrative:
H.6. Investigation: two photos of a loose 5ml syringe were received and evaluated. It was observed the syringe in the photos had a minimal amount of scale markings present and the scale was illegible and skewed. The missing print was rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. It was likely due to a barrel jam at the marker causing barrels to be fed incorrectly. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were scale marking issues with a bd syringe 10ml s/t 200 s/c. The following information was provided by the initial reporter: it is reported that there are scale marking issues on two syringes.